Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with fortum (1 gm, ip) and reflin (I gm, ip), frequencies were not reported. The outcome of the peritonitis was resolving. The action taken with dianeal pd2 ultrabag was not reported. Concomitant medications were not reported. The consumer provided the opinion that the peritonitis was not related to the dianeal pd2 ultrabag solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.